Manufacturer narrative:
An event regarding patient factors involving an accolade stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: indicated all devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
Although cardiac arrest happened during procedure, but patient was resuscitated and transferred to another hospital. He died after about 24 hours.